Manufacturer narrative:
(B)(4) - emesis, akathisia, agitation, delirious. (B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Literature: ross j. Cook a, stewart g, fahy b. Acute intrathecal baclofen withdrawal: a brief review of treatment options. Neurocritical care. 2011;14(1):103-108. Summary: the patient is a (B)(6) female with a history of paraplegia and severe lower extremity spasticity secondary to a mid-thoracic spinal cord injury caused by a self-inflicted gunshot wound in 1995. Spasticity was being treated with an itb pump delivering 550 mcg/day. Reportable event: the patient presented to physiatrist's office complaining of night sweats, emesis and was noted to have significant akathisia with an unchanged neurological function and baseline spasticity. The patient missed a scheduled pump check 4 days previously. No alarm sounded. The pump had a 37.4 ml reservoir filled with baclofen (2000 mcg/ml) with adequate doses of baclofen remaining for approx 60 days of therapy. The pump was noted on abdominal radiograph to be located above the ileum with appropriate catheter tip placement, and compared to previous studies; the pump was reported as being 'flipped'. The patient was referred to the emergency department for further evaluation where she had moderate lower extremity spasticity and was afebrile without meningeal signs. The pump catheter was noted to be protruding through the skin of her back. White blood cell count was 11,200. The patient was admitted, cultures (blood and urine) were sent, and the pump was removed intraoperatively with cultures obtained. Cerebrospinal fluid (csf) revealed 62 white and 4,700 red blood cells, glucose of 46 mg/dl (serum 110 mg/dl) and a gram stain without bacteria. Postoperatively, the patient was alert and oriented with oral baclofen (20 mg every 6 h) begun that afternoon. However, she became progressively confused with agitation on postoperative day 2. Oral baclofen was increased (40 mg po every 6 h) and lorazepam (2 mg po every 4 h) was begun. Antibiotics were initiated due to the possibility of sepsis. An abdominal CT showed no abscess or fluid collections and a non-contrast head CT demonstrated no acute changes. An echocardiogram revealed no wall motion abnormalities, valvular disease, or vegetations. Itb pump hardware cultures grew (B)(6) with no growth from other cultures (csf, blood, urine). Arterial blood gas on fio2 0.21 had a ph 7.43, pco2 38, po2 101 with oxygen saturation of 98%. After myoclonic-like movements, an electroencephalogram (eeg) was performed, which showed intermittent epileptiform discharges over the bilateral frontal regions with moderate generalized and bihemispheric slow-wave activity greater over the frontotemporal regions suggestive of moderate diffuse cerebral dysfunction greater over the frontotemporal region. The patient's spasticity increased and the patient became delirious. Following treatment with lorazepam, oral/enteral baclofen, tizanidine, and phenytoin, the patient improved. By postoperative day 7, the patient was alert and oriented and able to follow commands. She was discharged to home without the need for oral therapy for spasticity.